Event description:
During a right shoulder arthroscopy procedure, the doctor felt an increase in temperature in the shaft of the ablator. The ablator was withdrawn. The surgical site was evaluated using the scope and a white fan shape blanched area, the size of a quarter was noted. No further medical/surgical intervention was required.